Manufacturer narrative:
Date rec'd from MFR: 21oct2019. A failure in operational reaction was confirmed. The touch screen has been replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
Customer contacted technical support (ts) stating that unit had failure of the touch panel. The right lower part of the screen did not react. Touch panel calibration was attempted but was not successful. The customer reported there was no patient involvement.